Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. (B)(4): without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: (B)(4) no anomalies were found. , patient cable; analysis found that the connector pin was broken.

Event description:
It was reported what while the external pulse generator (epg) and patient cable were connected to the patient, a ventricular pacing "failure" was found with the electrocardiogram (ECG). The epg was sent for repair and service. There were no reported patient complications as a result of this event.